Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the cartridge was in use for over 48 hours. The customer performed a supply change and resumed insulin therapy.